Event description:
The user facility reported a 60-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being positioned on operating room table, it was found that the catheter had migrated into the aorta with only the pigtail going across the aortic valve. After failed attempts to advance by the physician, the decision was made to explant and reimplant a new cp device. The exchange was successful, and later the patient was weaned off the pump with no issues.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.